Manufacturer narrative:
(B)(4). Method; 10 - testing of actual or suspected device - 1 device. Result; 900 - pad - 1 device. 777 - cutter - 1 device. 3252 - fracture problem - 1 device. Conclusion; 61 - user error - 1 device. 18 - failure to follow instructions - 1 device.

Manufacturer narrative:
(B)(4). Of the 6 devices reported, a total of 3 devices were received for evaluation. Additional lot #s: r94d5k; r92z7g; r94r0y; r9402w; r92d9f. (B)(4).

Event description:
This report summarizes 6 malfunction events involving a total of 6 actual devices for tissue pad detached. These events occurred during use by a healthcare professional.